Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago.

Manufacturer narrative:
Exact date unknown, event occurred a month ago.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure.